Manufacturer narrative:
Internal complaint reference (B)(4). (B)(6).

Event description:
It was reported that, after a thr surgery, the tandem uni conv trl +12mm came off inside of the patient's pelvis. The trial head was damaged while being removed from the pelvis. The surgery had been completed, without any delay. The procedure was finished with the same instrument. The patient was not harmed as a consequence of this problem.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation but the pictures were reviewed, and breakage was confirmed. The clinical/medical investigation concluded that, this case reports a broken tandem uni conv trl +12mm. It is reported the trial, ¿the instrument had fallen into the pelvis and retrieved. The surgery had been completed, without any delay. The procedure was finished with the same instrument. The damage was only noticed after the case though.¿ based on the limited information provided the root cause of the reported trial breakage could not be determined. No patient injuries or adverse consequences were reported. No further medical assessment can be rendered at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. The contribution of the device to the reported incident could be corroborated as it may have occurred due to its extensive use. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The trial head is damaged and has excessive wear and tear rendering the device inoperative. The clinical/medical investigation concluded that, this case reports a broken tandem uni conv trl +12mm. It is reported the trial, ¿the instrument had fallen into the pelvis and retrieved. The surgery had been completed, without any delay. The procedure was finished with the same instrument. The damage was only noticed after the case though. "Based on the limited information provided the root cause of the reported trial breakage could not be determined. No patient injuries or adverse consequences were reported. No further medical assessment can be rendered at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. The contribution of the device to the reported incident could be corroborated as it may have occurred due to its extensive use. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. H3, h6, h10